Manufacturer narrative:
(B)(6). This report is for five unknown 2.7mm self-tapping locking screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Partial part number of 202.2xx provided. (B)(6) 2016, exact date unknown; complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a locking compression plate (lcp) from the distal fibula on an unknown date in (B)(6) 2016. The surgeon later became concerned that the patient had developed an infection at the surgical site and made the decision to revise the implant and remove the hardware in order to verify. The lcp and additional screws were removed without incident and it was determined that the surgical site had most likely not been infected. In addition, the patient's fracture had healed. This report is for five unknown 2.7mm self-tapping locking screws. This is report 2 of 3 for (B)(4).